Event description:
It was reported by service report that the right rail would not remain latched and the foot end cover was cracked with sharp edges exposed. No pt involvement or adverse consequences were reported.